Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat frequent urination and pelvic organ prolapse with a cystocele and a rectocele. It was reported that following insertion the patient experienced pain, infection and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with vaginal vault repair and anterior-posterior colporrhaphy.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017 additional patient codes: (B)(4) - burning sensation, (B)(4) - discomfort narrative: it was reported that following insertion the patient experienced burning sensation and discomfort.

Manufacturer narrative:
Patient codes: (B)(4)- inflammation additional narrative: it was reported that following insertion the patient experienced vaginitis.